Event description:
It was reported that, during the implant procedure, one of the electrodes had veered off to the left. The electrode was taken out, and another electrode was used. The procedure was successfully completed, and the patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Final device analysis of the lead revealed the following: the lead was bent at the distal tip.